Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 49 mg/dl. Customer¿s other blood glucose values were 40 mg/dl and 83 mg/dl. The customer stated that buttons of insulin pump were stuck and some other features were not functioning right. Customer was treated with food for their low. The customer did not allege that insulin pump was over delivering insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was reported that insulin squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.